Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
User facilities report rec'd via FDA, event desc: screws placed in the left femur broke and had to be explanted. What was the original intended procedure? Open reduction, internal fixation (orif) of the left femur. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).